Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments or partial displays, white displays, flashing white displays, unexpected dim or grey displays, or any other unexpected display anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 300 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer experienced symptoms such as loss of cognition. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported the pump screen turned gray and needed to be restarted. The customer was cutting down on carbs to lose weight. The customer was not disconnected during the rewind/prime sequence. The insulin pump will be returned for analysis.